Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance while filling the cartridge. After changing the syringe needle twice, the cartridge was successfully filled. Blood glucose was 220 mg/dl.